Event description:
It was reported that within 12 days post implant that the left ventricular (lv) lead had dislodged. The lv lead was explanted and re placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).